Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was non capture on the left ventricular (lv) lead. Follow up yielded no information and the lead remains in use. No patient complications have been reported as a result of this event.